Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not deliver insulin as intended. The customer's blood glucose level ranged from 400-700 mg/dl with moderate ketones. Reportedly, the customer would change their site and give themselves a manual injection. During troubleshooting with tandem technical support, it was verified that when disconnected from the site, insulin was seen coming out of the tubing. Customer continued to use the pump for insulin delivery.